Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1 event site postal code: (B)(6). H3 other text : device not returned to manufacturer.

Event description:
On 19th june 2023 getinge became aware of an issue with one of our columns ¿ 118001b1 - hybrid or table column, surface-mounted used with philips azurion angiography system. As it was stated, during tavi (transcatheter aortic valve implantation) procedure, a large number of collision signals was sent from philips angiography system to hybrid or table column leading to interruption in the connection between the devices. The connection was restored by restart of angiography system or by disconnecting and reconnecting the communication cable. The issue has led to a 3-4 minutes delay of a surgery on the anesthetized patient. There was no injury of the patient reported, however, we decided to report the issue as a delay of surgery, resulting in prolonged anesthesia time, could lead to serious injury in case of event recurrence.

Manufacturer narrative:
Getinge became aware of an issue with one of our columns ¿ 118001b1 - hybrid or table column, surface-mounted used with philips azurion angiography system. As it was stated, during a tavi (transcatheter aortic valve implantation) procedure an interlocking issue between the philips angiography system and the hybrid or table column occurred, leading to an interruption in the connection between the devices. The connection was restored by the restart of the angiography system or by disconnecting and reconnecting the communication cable. The issue has led to a 3-4 minutes delay of surgery on the anesthetized patient. There was no injury of the patient reported, however, we decided to report the issue as a delay of surgery, resulting in prolonged anesthesia time, could lead to serious injury in case of event recurrence. With the investigation performed it was concluded that upon the event occurrence, the devices were being used for the patient¿s treatment, and thus were also directly involved with the reported incident. As no column malfunction was found, it was considered that the getinge device was up to the specification. A review of the received customer product complaints revealed that there was one death of the patient and no serious injury for the user or operator when this particular issue occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of the issue investigated herein is (B)(4) as there were three similar reportable customer product complaints related to the investigated issue after the case was completed, a verification was conducted in the presence of a philips engineer, and when the bodyguard sensor on the c-arm detected the angiography device, a large number of collision signals were sent to magnus from the philips angiography device. As a result, it was confirmed that the processing on the magnus side was not in time, the communication was frozen, and the interlocking was interrupted. The affected getinge device has been evaluated by the company¿s service technicians. The evaluation revealed that there was no malfunction of the column. To avoid the issue reoccurrence, the ssus performed the software update. The new software version was used to reduce detection by adjusting the reception timing of the collision signal sent by philips. This is a solution for the malfunction of the philips system, which operates the interface outside the specification (frames and triggers are sent too quickly and sometimes twice). This can overload the functioning of the hybrid or interface board. The connection with philips was checked and no problems were noticed. The ssu has provided information that philips conducts a CAPA and is investigating this issue. It is being dealt with from a software perspective and a physical perspective. The subject matter expert (sme) at the getinge manufacturing site analyzed the magnus column¿s logs and supported the root cause analysis. According to the sme, based on the provided data it can be assessed that the issue occurrence was due to an anomaly on the philips¿ device side. Many collision signals were sent to magnus in short bursts from the angiography device. They caused a high cpu load on the magnus side, which triggered a restart of the communication module. This resulted in a loss of communication and that is why a new connection must have been established. There were five additional customer product complaints registered for 118001b1 hybrid or table column, surface-mounted with serial number (B)(6) the complaints were assessed as related to the reported issue. Interlocking issues occurred multiple times in the past. Different repairs were performed, but the issue reoccurred. The solution proposed in the complaint investigated herein seems to be permanent as no complaints have been reported since the event investigated herein. In summary and as a result of the performed root cause evaluation, it was concluded that based on available information it can be suspected that the most probable root cause of the reported issue, namely the interlocking issue between the philips angiography system and the hybrid or table column, which led to the delay in surgery resulting in prolonged anesthesia time, is related to the malfunction of the philips angiography system. The malfunction of the getinge device could not be confirmed. The manufacturer has already initiated two engineering changes and CAPA to address the communication issue between 118001b1 hybrid or table column and philips angiography system. Based on the available information the problem is rooted in the functioning of the philips system, but the action is commanded to eliminate the consequences on our end. Per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. The correction of b5 describe event or problem field deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 19th june 2023 getinge became aware of an issue with one of our columns ¿ 118001b1 - hybrid or table column, surface-mounted used with philips azurion angiography system. As it was stated, during tavi (transcatheter aortic valve implantation) procedure, a large number of collision signals was sent from philips angiography system to hybrid or table column leading to interruption in the connection between the devices. The connection was restored by restart of angiography system or by disconnecting and reconnecting the communication cable. The issue has led to a 3-4 minutes delay of a surgery on the anesthetized patient. There was no injury of the patient reported, however, we decided to report the issue as a delay of surgery, resulting in prolonged anesthesia time, could lead to serious injury in case of event recurrence. Corrected b5 describe event or problem: on 19th june 2023, getinge became aware of an issue with one of our columns ¿ 118001b1 - hybrid or table column, surface-mounted used with philips azurion angiography system. As it was stated, during a tavi (transcatheter aortic valve implantation) procedure an interlocking issue between the philips angiography system and the hybrid or table column occurred, leading to an interruption in the connection between the devices. The connection was restored by the restart of the angiography system or by disconnecting and reconnecting the communication cable. The issue has led to a 3-4 minutes delay of surgery on the anesthetized patient. There was no injury of the patient reported, however, we decided to report the issue as a delay of surgery, resulting in prolonged anesthesia time, could lead to serious injury in case of event recurrence.

Event description:
On 19th june 2023, getinge became aware of an issue with one of our columns ¿ 118001b1 - hybrid or table column, surface-mounted used with philips azurion angiography system. As it was stated, during a tavi (transcatheter aortic valve implantation) procedure an interlocking issue between the philips angiography system and the hybrid or table column occurred, leading to an interruption in the connection between the devices. The connection was restored by the restart of the angiography system or by disconnecting and reconnecting the communication cable. The issue has led to a 3-4 minutes delay of surgery on the anesthetized patient. There was no injury of the patient reported, however, we decided to report the issue as a delay of surgery, resulting in prolonged anesthesia time, could lead to serious injury in case of event recurrence.